Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient had low blood glucose level of 23 mg/dl and ended up going to hospital on (B)(6) 2024 still admitted. The patient received IV insulin drip (intravenous insulin infusion) as corrective treatment. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Unomedical hereby submits this supplemental report as part of its complaint remediation activities conducted under a CAPA/FDA action plan. This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged. MDR retraction: the initial MDR with manufacturing report number (8021545-2024-00397), was submitted on 17-may-2024. However, based on the investigation done on 21-jan-2026 and clinical review performed on 19-jan-2026, it was found that the serious injury was not related to infusion set and there is no allegation on the infusion set. Now, this case has been determined to be non-reportable. Hence, this MDR is being submitted to retract the initial MDR. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.